Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing. When the helix was tested, the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Helix was received extended, bent and stretched. It will not retract